Event description:
It was reported that the needle was broken. The sensor was inserted into the back of the upper arm on (B)(6) 2026. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).